Event description:
Pentax medical was made aware of a complaint which occurred in the united states stating "no video image" involving pentax medical video gastroscope, model ec38-i10l, serial number (B)(4). The event was reported to occur during use. There was no report of death, serious injury, or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 27-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmred the user complaint of image blackout and document the following inspection findings: f/w jet supply tube disconnected at lg connector side, fluid invasion in segment section, fluid invasion in control body, insertion tube bump at stage 1, pve electrical pin corroded, grooves in suction cylinder threads, light carrying bundle bundle has less than 70% transmission, failed dry leak test, insertion tube bubbling wet leak test not performed unit compromised, endoscope failed electrical safety test - hi-pot, endoscope failed electrical safety test - plct, umbilical cable buckle at umbilical connector side, fluid damage to light carrying bundle, pve electrical connector frame mild corrosion, fluid invasion in pve connector, suction cylinder broken/chipped outer rim, fluid invasion to insertion tube, shield cover corroded, control body severe corrosion inside, ccd circuit board corrosion, bending rubber bulging, ccd circuit board wrong model/serial number information, leak at forward water jet supply tube on pve side, fluid invasion in umbilical light guide cable. The device underwent repairs including the following components: o-rings and seals, segment staycoil assy pb-free, staycoil collar, insertion flex tube, distal end assy with tubes, distal attaching plate, distal attaching screw, segment attaching screw, bending rubber, rl pulley assy, ud pulley assy, adjusting collar, connecting receptacle, light guide fiber bundle (lcb), light guide cable, suction channel lg, air/water supply tube lg, jet supply tube lg, switch w/button retaining nut3, switch w/button retaining nut4, switch w/button retaining nut2, remote control button(1), remote control wire pb-free, mecha-base plate, base plate spacer, ul-stopper assy, dr-stopper assy, staycoil holder bracket, bracket cover, intermediate plate, ud guide plate, guide cover plate, shield pipe for ccd, signal wire for ccd, pcb for ccd drive pb-free, electrica connector assy, conductive plate. Ec38-i10l, serial number (B)(4)., has been routinely serviced at a pentax facility since the device was put into service. The endoscope was is awaiting any repairs and approval by final qc as of 13-aug-2021.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.